Event description:
It was reported that during a pulse generator upgrade procedure, an insulation anomaly was observed on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).